Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report error c-33 and c-00 on generator. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system functionality was checked upon powering on the system and error c-33 was observed when the system initially powered on. The issue occurred prior to start during instrument checks. Another generator was used to complete the procedure. The generator replacement was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs indicating error c-33 high frequency (hf) voltage, validating that the problem occurred in the field. Upon visual inspection, the unit was found to have a broken bezel and scratches on the top cover. During testing, the unit displayed error c-33, indicating that the hf voltage was too high in the on state. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-33 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.